Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was observed as kinked under fluoroscopy during a device check. Noise, increased pacing lead impedance, and egms where the device was charging inappropriately for noise were also noted. It was recommended to turn off ICD therapy until the lead could be replaced, but the patient refused. A few days later, the device shocked the patient inappropriately for noise. Patient was presented in clinic for further assessment, and the lead was capped and replaced. The patient is doing fine post operation.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.